Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-05019; related manufacturer reference number: 3006705815-2019-01560; related manufacturer reference number: 3006705815-2019-01561; related manufacturer reference number: 1627487-2019-05020. New information received indicated that the lead wire at ipg site was exposed and an infection was suspected. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Concomitant medical products: model 3186 (x2), scs lead, model 1192 (x2), scs anchor. Therapy dates: unknown. Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 5. Reference MFR report: 1627487-2019-05019, reference MFR report: 3006705815-2019-01560, reference MFR report: 3006705815-2019-01561, reference MFR report: 1627487-2019-05020. It was reported that the patient had a suspected infection. As a result, the patient underwent an incision and drainage procedure on (B)(6) 2019. The physician assessed the suspected area and debridement. Reportedly the physician found that the suspected area was superficial and saw no real signs of infection. The wound was cultured and no infection was present. Issue resolved.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-05019; related manufacturer reference number: 3006705815-2019-01560; related manufacturer reference number: 3006705815-2019-01561; related manufacturer reference number: 1627487-2019-05020.

Event description:
Device 1 of 5. Reference MFR report: 1627487-2019-05019. Reference MFR report: 3006705815-2019-01560. Reference MFR report: 3006705815-2019-01561. Reference MFR report: 1627487-2019-05020.